Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot f302 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f302 for the reported complaint issue shows no trends. Trends were reviewed for complaint categories, pressure dome membrane leak, alarm #1: air detected. No trends were detected for each complaint category. The assessment is based on the information at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
Customer called to report a pressure dome membrane leak at the beginning of the treatment procedure, 23 ml of whole blood was processed at the time of the leak. Prior to the leak the customer received an air detected alarm, while troubleshooting the alarm the leak was discovered. Customer stated approximately 30 ml of clear fluid had leaked out of the return pressure dome. The treatment was aborted and no blood was returned to the patient. Customer stated the patient was stable and no medical intervention was required. Customer stated the patient received treatment on a different cellex instrument. Customer discarded the kit and will not be returning product for investigation.